Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The ceramic was broken at the second case. The fragments could be removed. No injury for patient is reported.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the jaw parts. Here we found a not laterally overlapping jaw. Additionally we found unknown deposits and discoloration. Furthermore, we found a visibly damaged grey ceramic with a broken off area. Additionally we made a visual inspection of the broken fragments. Here we found discoloration and unknown deposits. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal facto and these will result with the jaw not overlapping and ceramic breakages. There is the possibility of sparking caused by broken ceramics and these will result in discoloration. There is also the possibility of torsion or high leverage with the instrument. According to the quality standard, a production error and a material defect can be excluded. No CAPA is necessary.